Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested and delivered a bolus in addition to the insulin administered at the hospital resulting in a low blood glucose (bg) level. The customer's bg level was 42 mg/dl. Customer consumed carbohydrates and adjusted personal profile settings with healthcare provider to address bg.